Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 7/2/2019. Device returned to manufacturer ¿ yes. Device evaluation: a visual inspection of the returned device was performed with the unaided eye revealing no obvious damage, scratch or debris/residue/smear. The reported scratch issue could not be confirmed. The manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported a scratch on their patient interface which was applanated on the patient. No patient injury reported. Procedure was completed successfully.